Event description:
It was reported to medtronic minimed that the customer was hospitalized for less than 24 hours due to hypoglycemia. The low blood glucose value is 34 mg/dl and the customer was fainted. Customer had elevated blood pressure after eating food that caused vomiting and also the customer was taken extra insulin and did exercise a day before the event. The event involved product(s) mmt-332a,mmt-7040a,mmt-399a. The event was treated with glucose in take in the hospital. The insulin pump was in use leading up to the event and was turned off after hospital admission. Troubleshooting was performed and the customer has used pump at the time of low blood glucose event was related to sensor change. No further patient complications were reported. No product replacement or return was required for mmt-332a,mmt-7040a,mmt-399a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.